Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one hsk-2038 heartstring seal failed to deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: from the investigation, the fully unwounded seal that was separated from the tether indicated that the seal was successfully deployed. The failure that the heartstring seal failed to deploy is not confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.